Event description:
During a laparoscopic resection of the sigma using a pcs29, the surgeon determined the anastomosis was insufficient. The surgeon resected the anastomosis and used another device to create the anastomosis. Pcs29 is not indicated for laparoscopic procedures. The product was used off-label.